Manufacturer narrative:
.

Event description:
A home pt (hp) contacted baxter's technical service center regarding smoke coming from the homechoice (hc) unit during dwell 1/4 during the previous night's therapy. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. The tsr also discussed the use of the continuous ambulatory peritoneal dialysis (capd) machine for the hp until the replacement machine arrived. No pt injury or medical intervention was indicated at the time of the initial report.